Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 40% to 5% within minutes. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose (bg) level was 320 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.